Manufacturer narrative:
(B) (4)

Event description:
Neurostimulation stopped suddenly without apparent cause approx 11 months after neurostimulator and lead implant. The lead was replaced and previous stimulation resumed. There was no injury associated with the event. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.